Event description:
It was reported that during a coronary heart procedure, the device was scissoring clips on the internal artery branch. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.